Event description:
Customer reported they are able to tighten the stopcock on this set, however, the luer lock ring comes loose very easily after it is screwed on. One of their pts has lost a large amount of blood due to this issue. No medical intervention has been required at this time. The customer has also experiened loss of medication to the pt because the stopcock does not stay tight. No additional pt info is available at this time.